Event description:
Intraoperatively, after implanting the valve, an echo revealed aortic insufficiency grade ii. The valve was removed and replaced with an unknown valve. Twenty-four hours post-op the patient expired. It was reported the patient had congenital heart disease with several operations prior to this event. The patient was a candidate for a heart transplant but received a heart ware plus three additional operations.